Event description:
It was reported that the procedure performed was to treat approximately 20-25cm of a restenosed, heavily calcified, heavily tortuous superficial femoral artery (SFA) in a Jetstream case. The filter of the large Emboshield Nav6 embolic protection system was successfully deployed in the P1 segment of the SFA via humeral access site. The proximal portion of the BareWire guide wire came into contact with the monitoring equipment. As a precautionary measure due to potential contamination, the affected portion of the guide wire was cleaned with Betadine prior to continued use. During removal, the Jetstream atherectomy catheter became stuck with the guide wire and could not be withdrawn. A clamp was used to apply force to the guide wire in an attempt to remove the catheter. The guide wire was withdrawn; however, the filter and the distal portion of the guide wire remained in the patient. A surgical arterial cutdown was performed to retrieve the filter and separated guide wire. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and Corrective and Preventative Actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. In this case, based on the reported information, the non-Abbott atherectomy catheter became seized on the Bare Wire during use. It is likely that the clearance between the Bare Wire and inner lumen of the atherectomy catheter became reduced during the procedure, resulting in the devices becoming stuck together and while attempting to remove with force, the Bare Wire separated leaving the filter and tip of the Bare Wire in the patient. Reportedly, a surgical arterial cutdown was performed to retrieve the filter and separated portion of the BareWire. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.H6 Medical Device Problem Code: 2017 - Excessive Force